Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from the (B)(6) medical examiner office with no information. Information identified in the paperwork indicated the patient died approximately eight months post implant of the crt-d system approximately three years ago.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from a medical examiner greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product ID d224trk, implanted: (B)(6) 2009; product ID 407652, implanted: (B)(6) 2004; product ID 419388, implanted: (B)(6) 2004.

Manufacturer narrative:
Product event summary: product ID# 694965. A proximal portion was received measuring 22 cm. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.